Event description:
It was observed during the device investigation that the uretero-reno fiberscope had a dirty objective lens. There was no report of patient involvement.

Manufacturer narrative:
Based on the results of the investigation, olympus confirmed dirt on the objective lens; but the root cause of why it remained cannot be identified. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.